Event description:
It was reported that the patient had the implant placed for knee pain which it didn¿t work that well but helped somewhat. The patient didn¿t think it helped with the pain but confused their brain with the stimulation sensation. Back in 2011, it was reported that it wasn¿t working correctly and the physician said the wire leads became detached from the soft tissue and had moved. In 2012, it was reported that they revised the implant where they replaced the leads for a single paddle that had 2 leads which they attached to the spine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).